Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's s blood glucose level was unknown. The customer reported that the o ring came out of the pump because half of the clear o ring was missing. The customer reported that the reservoir was able to lock in place. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.